Manufacturer narrative:
A review of the mfg paperwork was conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, the gore tag device provides endovascular repair of aneurysms of the descending thoracic aorta. Complications associated with the use of the gore tag device may include, but are not limited to, endoleak, reoperation, cardiac (e.g. Arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), vascular spasm or vascular trauma (e.g. Ilio-femoral vessel dissection, bleeding, rupture), and death.

Event description:
On (B)(6) 2007, the pt was implanted with four gore tag thoracic endoprostheses to treat an aortic arch aneurysm. The procedure included de-branching of vessels in the transverse arch. On (B)(6) 2010, a reintervention occurred to treat a distal type-1 endoleak and a suspected type-3 endoleak. A conduit was being used to introduce a gore tag thoracic endoprosthesis; however, the right common iliac artery ruptured (before the device entered the pt) and blood pressure dropped. The rupture was repaired, but total blood loss exceeded 1 liter. The gore tag device was implanted during ongoing attempts to stabilize the pt; however, the pt died intra-operatively.